Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Medtronic therefore consider this report complete to the best of our knowledge. An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. After analysis of the logs I can see that the device did not pair with the pump within the timeout. After the pump had connected to the phone and started to pair, 2 minutes passed which triggered the pairing timeout. It is possible this was caused by interference by other bluetooth connections or with the bluetooth stack itself on the device. To assist with the resolution of the issue, medtronic provided helpline team with the following steps. Please connect to a strong network and try to pair. I would recommend these general steps to help resolve the issue. Basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app remove all other pairings on the phone with other bluetooth devices. Stop any apps from running in the background that could interrupt the ble connection attempt to pair with another device. Disable cross-device service in the phone a. On your android device, open settings . B. Tap google, google devices & sharing (or all services on xiaomi devices), cross-device services. I. Or search â¿cross-deviceâ¿ from settings. C. Make sure use cross-device services is off or disabled d. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. The issue was confirmed by analysis of the logs that were collected for the time of the event. Medtronic hasn't received a response confirming whether the recommended steps resolved the issue. As a result, medtronic would be closing the ticket. If the issue persists, please let us know, and medtronic would be happy to reopen it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.